Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the left thoracic lead was explanted and replaced to address this issue. Effective therapy was restored post-op.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient experienced autoreducing. Programmer displayed error message 'strength is off/the generator could not deliver the desired strength/contact your clinician if the problem persists.' It was noted that patient possibly experienced physical trauma. The thoracic lead had multiple high impedances, and reprogramming was attempted to no avail. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.